Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high pacing impedance within normal range and loss of capture on the left ventricular (lv) channel. Boston scientific technical services (ts) recommended troubleshooting actions, such as x-ray imaging to confirm lead integrity. X-ray was performed at a later date, but nothing was found. The right ventricular (rv) lead was reprogrammed as a result of this occurrence. The device was explanted and replaced at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high pacing impedance within normal range and loss of capture on the left ventricular (lv) channel. Boston scientific technical services (ts) recommended troubleshooting actions, such as x-ray imaging to confirm lead integrity. X-ray was performed at a later date, but nothing was found. The right ventricular (rv) lead was reprogrammed as a result of this occurrence. The device was explanted and replaced at a later date. No additional adverse patient effects were reported. Additional information indicates that there was high out of range pacing impedance on the lv channel. The device was returned for analysis.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high pacing impedance within normal range and loss of capture on the left ventricular (lv) channel. Boston scientific technical services (ts) recommended troubleshooting actions, such as x-ray imaging to confirm lead integrity. X-ray was performed at a later date, but nothing was found. The right ventricular (rv) lead was reprogrammed as a result of this occurrence. The device was explanted and replaced at a later date. No additional adverse patient effects were reported. Additional information indicates that there was high out of range pacing impedance on the lv channel.